Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had rising impedances. Impedances went from 500 ohms to 1000 ohms. The patient passed out due to intermittent loss of capture. The device was reprogrammed and the patient was scheduled for a lead revision.